Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, lasso catheter, coronary sinus catheter. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The patient had no medical history. During mapping, a tamponade occurred and the procedure was aborted. The patient was reported to be in stable condition at the time the event was reported. There was no report of hospitalization as a result of this adverse event. The patient has fully recovered with no residual effects. Shortly after the tamponade occurred, a current leakage error was observed on the carto 3 system. There was no signal interference or noise on electrocardiogram (ECG) signals. Defibrillator and body surface ECG signals were available throughout the procedure. When re-connecting the mapping catheter, a leakage current error recurred. There were no error messages for the lasso or coronary sinus catheters. There was also no other error messages observed on biosense webster equipment during the procedure. An irrigated catheter flow was set at 2 ml/min during mapping. A transseptal puncture was performed using a st. Jude medical brk-1 tm xs needle, a boston scientific tsx fixed curve needle, and a boston scientific tsx fixed curve sheath. Sheath used was a mobicath 8.5 french steerable small curve sheath. No ablations were performed. The patient did receive anticoagulation during the procedure which was maintained at 250-300 seconds. The physician's opinion regarding the cause of this adverse event is that it was procedure-related.